Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a ¿replace sensor¿ error message on the same day of applying the freestyle libre 2 sensor. As a result, the customer was unable to monitor their blood glucose and experienced symptoms of weakness, stumbling speech, and lack of coordination. The customer was unable to self-treat and received a third-party treatment of a can of (B)(6), grapes, french fries, a tomato sandwich with cheese, and a beer. No further information was provided. There was no report of death or permanent injury associated with this event.